Event description:
On (B)(6) 2011, cardiohelp (serial number (B)(4)), at (B)(6) hospital, was powered on and the unit displayed batteries need service message. (B)(4).

Manufacturer narrative:
(B)(4). The unit was shipped to maquet (B)(4) for repair. Service order (B)(4) was generated for the repair. On 02/23/2012, the batteries were replaced. (B)(4).